Event description:
It was reported that a reminder became frozen on the pump screen and the customer was unable to clear the reminder. The customer's blood glucose level was reported to be slightly elevated (300 mg/dl). During troubleshooting with tandem technical support, the reminder was able to be cleared and insulin delivery was able to be resumed.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.